Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient followed up with the physician as the pump was "not functioning." The physician believed that it was due to "compounded drug" in the pump, there was drug still in the reservoir. The pump was replaced and returned to the manufacturer. The case went off as normal with no other complications.

Event description:
Additional information was received from an hcp and representative on (B)(6) 2015. The pump was explanted, and to the representative's knowledge no troubleshooting was performed. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the pump identified the motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n272129, implanted: (B)(6) 2011, product type: accessory. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 290.8305mcg/ml; 295.36mcg/day and morphine 11.979mg/ml; 12.087mg/day via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The pump had multiple motor stalls and recoveries, a motor stall occurred with no recovery. The date of the last motor stall with no recovery was (B)(6) 2015 and a tube set alarm occurred on (B)(6) 2015. It was unknown if the patient had magnetic resonance imaging (MRI). There were no reported symptoms. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.